Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed button error due to moisture damage on keypad traces noted. Insulin pump received with protruded and loose drive support disk, cracked display window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk.

Event description:
It was reported that the insulin pump had a protruding drive support cap and that the device alarmed button error, as well as another error alarm. The blood glucose reading was 300 mg/dl, which was treated with the insulin pump. The customer stated that she had pushed the drive support cap back in while she was disconnected from the insulin pump. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The most recent blood glucose reading was 32 mg/dl, and the customer advised that she was not using the insulin pump currently. Nothing further reported.